Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device implanted.

Event description:
On (B)(6) 2015, the patient underwent the surgery with the t2 tibial nail. On (B)(6) 2015, the surgeon confirmed x-ray. And he found that the proximal locking screw was backed out (second screw). Therefore, the surgeon did the surgery to more tighten the locking screw which did back out on (B)(6) 2015.

Manufacturer narrative:
Affected item was not returned for evaluation. A review of the DHR revealed no discrepancy. In this case it could only be referred to available information. With available information the cause of the event could not be determined exactly. With respect to the given information a more precise statement is not possible. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause.

Event description:
On (B)(6) 2015, the patient underwent the surgery with the t2 tibial nail. On (B)(6) 2015, the surgeon confirmed x-ray. And he found that the proximal locking screw was backed out (second screw). Therefore the surgeon did the surgery to more tighten the locking screw which did back out on (B)(6) 2015.